Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
Hamilton medical ag received the following incident description: "fan failure alarm". There is patient involvement reported. The issue did not result in any patient harm. There was no need for any medical intervention reported. The available information reasonably suggest that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. There we assessed this event as reportable.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: device evaluation. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. The event date was reported as april 21, 2025; however, review of device logs indicates "fan failure" has alarmed intermittently since april 19, 2025. In addition, the device was off between april 20 to april 22. Hmi sent the fan (B)(6) to be replaced by the end customer. Following this, three follow-up attempts were made to verify whether the replacement resolved the reported issue. As of today, no response has been received from the end customer.